Event description:
It was reported the customer received a blank display after inserting a new battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. It was also found the customer had received a battery out limit alarm. It was also found the insulin pump had shut off when they were attempting a bolus although the battery was full. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 42 mg/dl. Customer treated their blood glucose by eating sugar. The customer was advised to monitor their insulin pump while they were being a sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.